Manufacturer narrative:
This event was initially reported under 3010536692-2019-01083. This is an additional component associated to the event according the new information provided.

Event description:
Allegedly, patient was revised for a broken neck. Additional information received on 02/05/2021: allegedly, on the revision surgery dr. (B)(6) also found a pseudo-tumor.